Event description:
A (B)(6) customer contacted customer service for assistance with performing control tests. Three control tests were performed during the call and one of the results was 13.0 mmol/l. The normal control range was 8.10 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.